Event description:
A customer reported encountering an unspecified reading issue with the adc device. The customer indicated they "ingested too much sugar" and became hyperglycemic. The customer had contact with a healthcare professional who obtained a result of 491 mg/dl on their meter and administered treatment of insulin (dose/type unknown) and serum via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.